Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was loading a new cartridge on the pump. Customer's blood glucose level was 236 mg/dl. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.